Event description:
Additional information was recveied on june 25, 2019: bleedback was observed though the puncture locator. The device was able to be clicked in forward lock properly. No resistance was observed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when using the angio-seal device a patient, it would not work properly. The user alleged that the angio-seal was placed according to the IFU. As this was placed, the user did not felt any resistance, the system was completely pulled out of the vessel. Bleeding could be stopped by manual compression. The patient was in stable condition without any further complications.